Manufacturer narrative:
Physio replaced the device's therapy pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a diode, designator cr44 on the therapy pcb assembly having shorted. This diode, designator cr44 having shorted caused excessive damage to the therapy pcb assembly which in its turn caused the device not to charge and shock defibrillation energy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device illuminated its service led during a planned test. During device evaluation, physio observed that the device had logged multiple event codes into its memory. It was observed that the device would not charge and shock defibrillation energy. There was no patient use associated with the reported event.